Event description:
Ous MDR. It was reported to us that the lead was dislodged after a few days. The lead is not available for analysis. Event/implant/explant dates were not available.

Manufacturer narrative:
Our MDR. The device was not returned for analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.